Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, race and ethnicity unknown, noted as high-risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced repeat ventricular tachycardia (vt) episodes. It was reported during attempts to wean the impella, the patient went into tachycardia leading to cardio-pulmonary resuscitation, return of spontaneous circulation could not be achieved. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).